Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Fse replaced the nozzle assembly. The customer was subsequently able to perform the daily background check and run quality control (qc) without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6)2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-360 operator's manual; safety precautions was reviewed. Always have servicing done by tosoh personnel. Attempts to disassemble, repair or modify the aia-360 yourself may result in electrical shocks and even fires. The location of the tosoh service center is listed at the back of the manual. Maintenance work must be performed by personnel with proper knowledge of system maintenance procedures and equipped with the proper protective gear (goggles, gloves, masks etc.). Physical injury incurred during maintenance can result in infection from specimens. Therefore, it is important that maintenance personnel perform their work in accordance with procedures outlined in this manual and only after they have received sufficient training in maintenance procedures. The most probable cause of the reported event was due a bent sample nozzle.

Event description:
It was reported by the customer that the sample nozzle was bent with their aia-360 analyzer. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for cardiac troponin-I 2nd generation (ctnl2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.